Event description:
Customer reported an unexpected negative reaction when testing a sample with capture-r ready ID (crrid) on the echo. An anti-fya was not detected in a sample that contained anti-e, anti-k, and anti-fya.the anti-fya was newly identified. No transfustion reations occurred as a result of the missed antibody.

Manufacturer narrative:
Review of camera images: capture-r ready screen 3:4+ positive with cell 3 (homozygous for fya, heterozygous for k, negative for e). Visually this reaction appears positive. There are no other fya positive cells on the screen. The positive control well gave a 3+ reaction and appears to have a small particle of debris in the well. However, this reaction appears positive as expected.crrid extend I, lot dp038:all e positive and k positive cells reacted as expected with 3+ to 4+ positive reactions. Cells 1, 3, 5, and 6 are the only cells on the panel that are fya positive, e negative, k negative. Cell 1, 3, 5, and 6 gave negative reactions. Visually, these reactions all appear negative with no background adherence and tight negative buttons. The positive and negative control wells appear as expected.the reactivity of the fya antigen was confirmed on retention crrid extend I, lot dp038 with anti-fya. Customer did not return product or sample for further serological testing.